Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had a metal piece fall out of the device during a procedure. The piece was successfully removed from the patient. There was no other patient impact, no clinically significant delay, and no adverse consequences.

Event description:
The user facility reported that the device had a metal piece fall out of the device during a procedure.  The piece was successfully removed from the patient. There was no other patient impact, no clinically significant delay, and no adverse consequences.